Manufacturer narrative:
Batch review performed on 16 sept 2024. Lot 2004077: (B)(4) items manufactured and released on 12-aug-2020. Expiration date: 2025-07-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 3 years and 9 months from the primary, the patient came in reporting pain due to a loose tibia and the cause is unknown. The surgeon revised the tibia and insert. The surgery was completed successfully.